Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the therapy electrode pads. During a follow up, the patient's spouse reported that the doctor prescribed hydrocortisone cream and the rash had completely healed.